Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: entered room checking vitals, tube feeding and infusing blood noted pool of blood on side rail and floor. Had last checked patient on that side of the bed approximately 30 minutes prior. Noted leak (as blood) dripping from backflow valve above distal learlock". Blood transfusion stopped buddy rn notified to review. Charge rn aware notified ca for the day to come and assess if remaining blood to be given. 1 unit prbcs ordered for hgb of 66 to infuse over 4 hours. Started infusion at 13:15 had been infusing for 3 hours. Ca arrived reviewed cracked and leaking tubing and to discard remaining 63 ml of prbcs. Cbc ordered for am. Patient aware and notified by rn. The packaging for the blood tubing had already been discarded and the garbage removed from the room so I was unable to get the lot number of the actual tubing that was used. Pictures taken on my personal cell phone and discarded after uploaded to manager on xx. Unable to upload to xx. Sent 2 photos to xxx pcm work phone."